Event description:
During surgery, the impactor broke causing a 37 minute delay in surgery.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Through previous investigations and product trending, it is determined that the failure is related to design. Three design improvements have been established to make this handle and instrument more robust. The returned instrument was manufactured prior these improvements. Further corrective action is not indicated. Monitor improvements through trend analysis.